Event description:
The surgeon reported via (B)(4) sales rep that a (B)(6) male patient underwent an accolade / trident total hip replacement procedure on (B)(6) 2009. The surgeon reported that the patient was required to undergo a revision procedure on (B)(6) 2013 due to dislocation. The surgeon reported that he sent some tissue samples and swabs for testing and he later informed (B)(4) that the samples tested positive for metal ions.

Manufacturer narrative:
An event regarding dislocation involving a v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical records not evaluate as none were provided. A device history review confirmed that all devices manufactured and accepted into finished goods contained no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of lack of information, further information is needed.

Event description:
The surgeon reported via tekno sales rep that a (B)(6) male patient underwent an accolade / trident total hip replacement procedure on (B)(6) 2009. The surgeon reported that the patient was required to undergo a revision procedure on (B)(6) 2013 due to dislocation. The surgeon reported that he sent some tissue samples and swabs for testing and he later informed tekno that the samples tested positive for metal ions.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.